Event description:
Pump thrombus - with insufficient lvad support and cardiogenic shock with evidence of msof. Heparin with ptt goals 50-60 at this time titrate inotropes to maximize co / ci / perfusion. Goal map 65-70.